Manufacturer narrative:
(B)(4). The associated device was not returned for evaluation. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the implant broke in half during insertion. Half of the implant remains in the patient.